Event description:
It was reported the patient's leads had migrated. Entire system was explanted and replaced. Post-operatively, stimulation therapy was restored. Related manufacturer reference number: 1627487-2022-06642, 3006705815-2022-18530.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.